Manufacturer narrative:
No product was returned for evaluation; according, no conclusion can be drawn. This is one of two medwatch reports being submitted as the customer reported two separate devices were involved. Reference the below MDR numbers for all associated reports: 2050012-2010-00467, 2050012-2011-07347. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.

Event description:
Customer reported the wash concentrate bottle leaked. No injuries were reported.